Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported lower values when scanning the adc freestyle libre sensor compared to a competitor's brand meter. Per the medwatch report: "alteration in management; in multiple uses of the freestyle libre 14 day cgm, I have had at least 4 calls to the manufacturer regarding very faulty readings. I have sent back 4 sensors. Get replacements with the same problems, e,g this a.m. At 7:17 a.m, scan read 48 mg/dl with arrow pointing downward. Fingerstick with one touch ultra 2 at 7:19 a.m, noted a blood sugar of 90 mg/dl. Obviously. More than a 20% differential I started using this device in (B)(6) of this year and all it is good for is "trends".and, yes I know it is supposedly measuring "interstitial glucose" vs "blood glucose" but the unreliability is very bad. The cgm readings are consistently at least 20 points lower than actual blood stick readings. I have spoken to the "experts" at the freestyle customer support# on at least 4 occasions, the sensor in the correct position. I am using the correct version of the app on my iphone, I am careful dressing so as not to jostle the sensor. Bottom line? This product is not ready for prime time. It is too inconsistent with actual finger stick readings, before I realized that there might be a problem with the sensor readings, I would panic with low readings and attention, before doing anything, I would then recheck my level with a finger stick and note that my blood sugars were okay. As much as I love not having to prick my fingers all the time, I am probably going to have to go back to it unless abbott can figure out what the problem is. I happened to mention this to my trainer, who has a client who also uses these sensor, she said that he was also having problems with low readings and was constantly having to change his sensor as a result ." The customer did not report any adverse event and self or third-party medical intervention associated with the reported issues. No further information was provided. There was no report of death or permanent injury associated with this event.